Event description:
Pt reported to physician in "excruciating pain" and slightly diaphoretic. Physician checked pump with roller study and found that the pump was not delivering drug. Pump replaced in 1999. Upon discharge after the procedure the pt was "doing better".